Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, and bleeding. It was reported that patient underwent cystoscopy, cystocele repair (elevate), sacrospinous ligament fixation and transobturator sling(monarc) on (B)(6) 2011 due to sui and recurrent cystocele. (B)(4).

Manufacturer narrative:
It was reported that mesh was implanted to treat symptomatic pelvic relaxation and stress urinary incontinence with concurrent anterior vaginal repair, bladder suspension and cystoscopy.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.